Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump received with minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube lip and cracked case at the reservoir tube window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl.